Manufacturer narrative:
No lot numbers provided (B)(4). Serial number not provided therefore, unable to provide manufacturing date. The clinic is reporting this adverse event only and did not request or require field service. Clinical support was provided to the surgeon. The surgeon reported that the patient is doing much better. The wound is holding and there is no leak but it has been a slow process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Surgeon reported that she experienced corneal burn with patient. She mentioned that when she mixed healon endocoat & healon 5 with the balanced salt solution together inside the patient¿s eye it created a huge white mixture that blocked her view. This all happen prior to applying phaco time. She decided to aspirate and tried to do her usual sculpting but this made it worse as the tubing got occluded. She reported that normally she is able to clear the mixture out, with considerable effort. But with this patient, she had a dense cataract so she noticed a wound burn (corneal burn) starting after a few passes. She immediately enlarged the wound but due to the wound gap, it was impossible to close it at the end of the case. She had to place 4 sutures in what started as a 2.4 mm wound (finally enlarged to a 2.75). This was a multifocal patient. Center was clear so she still placed the multifocal. She is treating the patient with intense durezol. She also reported that the patient may require limbal relaxing incisions in the future.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.